Manufacturer narrative:
The event description, the returned motor and the electronic log file of the apollo provided basis for the investigation of this case. The reported failure of the ventilator could be reproduced by means information recorded in the log. The case is question was started at 07:30:39 on the reported date of event in man/spont-mode. At 07:50:43 an encoder check error was detected twice. The apollo reacted as specified for this situation and generated a visible and audible ventilator fail alarm before switching to man/spont mode. The log entries indicate that the case was continued using this mode for 9 minutes which goes along with the reported course of events. The detected encoder check error indicate a problem with the motor assembly. A hospital service technician consequently replaced the motor assembly and sent it back to dräger for analysis. Unfortunately, the replaced motor was received in a damaged state. It can¿t be determined whether the damage was already present at the time of the repair of the apollo or if the motor was damaged during the transportation. Thus, it was not possible determine the exact root cause for the reported event. The replacement of the motor solved the issue. The apollo reacted in accordance with its implemented safety concept by interrupting automatic ventilation and generating a corresponding alarm. Manual ventilation including agent delivery and monitoring were available to continue the case.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The patient was manually ventilated while the apollo was rebooted. There was no patient injury reported.